Event description:
It was determined during echocardiography testing that the lead had perforated. As such, the lead was successfully repositioned in 2008.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.